Manufacturer narrative:
According to the customer, the nebulizer arrived on (B)(6) 2024 without a "baffle" component and the nebulizer "stopped misting" on (B)(6) 2024. The customer reported his mother-in-law is using the nebulizer to administer "albuterol 2-3 times a day" for a "lung infection". The customer reported she has missed her medication dosages for "about 1.5 days" and it is "slowing down her recovery". The customer reported she is not having any difficulty breathing due to the reported issue. The customer did not report any serious injury, medical intervention, or follow-up care required as a result of the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer arrived on (B)(6) 2024 without a "baffle" component and the nebulizer "stopped misting" on (B)(6) 2024.